Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. The cause was not provided, however, customer was involved in a car accident. Blood glucose level was not provided. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.